Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 5. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from leakage from connection between the tubing connector and the infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 11-jan-2024 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10-mar-2026 against lot number 5408368 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the review confirmed that lot 5408368 and the identified failure mode are not associated with any non-conformance report (ncr) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-mar-2026 against lot number criteria equal 6003731 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5408368 was manufactured according to work instruction (wi) version 102 and manufactured in the inset 7 line on 24-feb-2023 with a total of (B)(4) units. The sub-assembly: assembly. Lot 5417838 was manufactured according to the wi version 54 and assembled in the machine sc01, on 21-feb-2023, with a total of (B)(4) units. Lot 5417972 was manufactured according to the wi version 54 and assembled in the machines sc01, on 23-feb-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 5408368 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child investigation record (B)(4). CAPA determination = no CAPA required complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced tubing issues with five infusion sets since (B)(6) 2023 as the infusion set tubing was detached from the connector. The infusion set was in use for about two days. The specfic value of blood glucose level was unknown. The patient replaced infusion sets and resumed insulin successfully. No further information available.